Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The device is not available as the device remained implanted in the pt. The event could not be confirmed and a root cause could not be determined as the device and pt medical records were not returned at the time of evaluation. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt is having problems with her implant which include but are not limited to severe pain in the are of her right hip and other areas of her body, unsafe levels of a metal or metals in her body and other physical problems. It is further alleged that her medical providers have opined that the product implanted in (B)(6) 2007, needs to be removed due to physical problems/conditions which stem from the product.